Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported he tried to use the fluid air exchange and there was no air coming to the eye during a vitrectomy procedure. The cassette was replaced and the procedure was completed. There was no known harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were observed. Surgical residue and balance salted solution (bss) crystal was observed in the fluid path of the manifolds. A console representing the current software version was used to test the sample. The laser emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. Fluid flowed from bss to the drain bag without any interfering. To determine proper actuation of the auto infusion valve (aiv) valve, an external pressure source was utilized to perform a cracking pressure test. The pressure was incrementally increased until the valve actuated; the sample functioned per specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).